Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip would not detach from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip would not detach from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Additional information received on january 28, 2022: it was reported that the clip would not lock onto tissue; therefore, the clip could not be deployed.

Manufacturer narrative:
Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly still attached with the device. Microscope examination was performed, and no problems were found on the device. Functional evaluation was performed and the device was able to open its arms within specification. The clip assembly was able to perform the first activation and the clip assembly was released from the catheter. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.